Event description:
A 44 yr old male with acute inferior myocardial infarction. Arterial access line inserted in left radial artery. During procedure. Physician became aware that the hub was abroken off of the arterial catheter. Pt's unstable condition prevents surgical removal of the catheter at this time.